Event description:
Impact registry - subject (B)(6). Edwards received notification from germany that this patient with an intuity elite valve model 8300ab of unknown size implanted in aortic position underwent a surgical intervention for a pacemaker implantation due to an atrioventricular (av) block. The adverse event was marked as resolved.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.